Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the rectum to control bleeding during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the physician attempted to deploy a band but it failed to deploy when the physician turned the handle. The device was removed and it was noted that the first band was broken and wrapped around the other bands, making it impossible to use. According to the physician, no issues were noted to the packaging or during set up the banding kit. A second speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.